Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: the unit was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the customer returned ventilator did not reveal any signs of external damage or contamination. Unit underwent touch screen calibration and passed, which does not confirm the customer's report of touch screen would not calibrate. Interior visual inspection of the returned vent, including inspection of the user interface assembly, revealed all cables and tubing were routed correctly and secure,d with no damage or contamination found. Wiggling and pulling on the cables while the unit was operational did not generate any errors or failures. Resolution and disposition:the customer returned vent was tested and no failures were produced. The root cause for the customer's reported problem could not be identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during installation, the v60 touch screen would not calibrate. There was no patient involvement.